Event description:
It was reported to medtronic neurosurgery that several days after the device was implanted, it was found that the device had malfunctioned. According to the report, a CT scan showed device leakage, so the device was explanted. Allegedly, the chamber had leaked.

Manufacturer narrative:
Eighty cm of the peritoneal catheter was returned. The catheter was patent and passed leak testing. A review of the manufacturing records showed no anomalies. Although the item was explanted, the report did not allege deficiency or malfunction of the catheter.